Manufacturer narrative:
Phone number: (B)(4).

Event description:
Philips received a complaint on the heartstart xl indicating that the trigger button in external paddles was not responsive during self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to the external paddle failure. The root cause of the component failure could not be determined. The issue was resolved by repairing the button in external paddle and the product is back in service.